Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the procedure took place. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.